Manufacturer narrative:
Additional information: the device was not returned, however, a video of the impacted prismaflex was provided. The visual inspection of the provided video confirmed the reported defect. The elastomere part of the sample site was observed to be pierced. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event was reported to have occurred on an unreported date "recently". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a prismaflex set, droplets of blood leak was observed to be coming from the return sampling port. There was no patient injury or medical intervention associated with this event. No additional information is available.